Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the compact air drive device, it was determined that the housing was damaged, the etching on the device was worn, and the device had insufficient/low power. It was noted that the motor was weak, the label was worn, and the housing was worn out. It was further determined that the device failed pretest for check triggers for forward / reverse mode, check reverse locking mechanism, marking and labeling, and general condition. It was noted in the service order that pre-operatively it was observed that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.